Event description:
According to the reporter, on an open lobectomy, during blood vessel ligation, the handle was squeezed but no clips were able to be fired from the device. The device fires intermittently. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.